Event description:
It was reported that this implantable pacemaker displayed a "battery" alert during routine follow-up, making it impossible to interrogate the device, however, pacing appeared to be active. It was also mentioned that the device indicated an estimated lifespan of 3.5 years in 2024. As a result, the patient was hospitalized for a device replacement procedure. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this implantable pacemaker displayed a "battery" alert during routine follow-up, making it impossible to interrogate the device, however, pacing appeared to be active. It was also mentioned that the device indicated an estimated lifespan of 3.5 years in 2024. As a result, the patient was hospitalized for a device replacement procedure. Additional information was received. The device has not yet been explanted and remains in service. No additional adverse patient effects were reported.